Event description:
It was reported that during use with bd precisionglide¿ needle the needle was clogged. The following information was provided by the initial reporter: it was reported by the customer that after drawing up the dose of eylea into the syringe, the operator, replaced filter needle with the supplied injection needle. The operator then attempted to prime the syringe but the solution would not move out from the syringe through the injection needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary it was reported the solution would not move out from the syringe through the injection needle. To aid in the investigation, one sample with no packaging blister and four photos were provided for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It was not possible to expel the solution; this needle is clogged. It could be possible the needle became clogged during manufacturing and was not detected during the next processes. The photos provided show the sample received. A device history record review was completed for provided material number 305106, lot 0022956. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. The vision system was challenged and detected a clogged needle. The sample will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10